Event description:
It was reported that this right ventricular (rv) lead had steady normal impedance trend over the past year, and recently had an alert for high out of range pacing impedances greater than 2000 ohms. The lead was now programmed to unipolar configuration, and the patient does not pace at all in the right ventricle. Plan was to bring the patient in for further testing. No adverse patient effects were reported.